Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had paddle malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) visited the customer's site and confirmed that there was a malfunction with the paddle. The fse replaced the defective paddle with a new paddle and the device's function returned to normal. The device was returned to use, and no further evaluation is warranted at this time.